Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The customer reported that the date of the event was (B)(4), 2011; however, according to the event history, the event occurred on (B)(4), 2011.

Event description:
The facility representative reported a colleague infusion pump with a depleted battery. Following a review of the event history, the battery depleted set alarm was determined to have interrupted delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.